Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 430 mg/dl at the time of the incident. Customer stated that he just got back from (B)(6) and the insulin pump could have been exposed to moisture. The customer was assisted with troubleshooting and the display did not return even after new battery insertion. Customer also mentioned a high blood glucose of 430 mg/dl. Customer treated with manual injection for the high blood glucose reading. Customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly and motor assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip.